Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had stopped voiding on their own and was now catheterizing when they were not catheterizing prior to the trial. When asked about any contributing factors to the retention the caller reported patient compliance as a possible factor. The caller further stated that the patient has an appointment with their healthcare provider (hcp) to determine if the patient will go on to implant. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.